Event description:
The international customer reported the ventilator was in use on a patient with respiratory failure via noninvasive ventilation when it was reported by nursing that the oxygen on the device dropped. The customer reported the patient got short of breath and cyanotic and a lower oxygen saturation was noted. The customer reported the oxygen saturation of the patient dropped within minutes of being on the ventilator. The customer reported no alarm was announced from the ventilator that would indicate a problem. The customer reported the niv mode was changed to high flow and the patient was put on a high flow mask. The customer reported the patient was then placed on another device and the patients status recovered. The customer reported the patient suffered no permanent harm or damage. The customer reported there was no problem reported with the hospital oxygen supply. Device evaluation is pending.

Event description:
The manufacturers service technician was unable to duplicate the reported problem. The service technician reported no problems were observed during testing. Final testing was completed to operating specifications.

Manufacturer narrative:
Evaluation/service pending.